Event description:
Boston scientific received information that out of range shock impedances were observed. Patient had also received two inappropriate shocks for atrial fibrillation. Upon review of daily measurements shows that the impedance measurements had been trending high. There were no adverse patient effects. A request for additional information has been sent.

Event description:
Additional information was received that the root cause remains unknown. No further testing will be performed and no intervention at this time. There were no adverse patient effects.

Manufacturer narrative:
This report will be updated if additional information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.